Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had motor error alarm. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. Customer stated that there was more than one motor error alarm within 30 days present. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
After installing the battery the unit failed to powers up due to corroded battery tube compartment noted, an able to perform any test due to corrosion.